Event description:
During the atrial fibrillation procedure, signal issues resulted in a procedural delay. When using a tactiflex catheter, the egm signal could not be acquired, and the catheter could not be visualized. Troubleshooting included confirming the tactiflex 3.1 software was installed, replacing the catheter, the ampere connect cable, the tactisys, and the tactiflex rf cable, as well as using a different se port. None of these measures resolved the issue. The ensite x system was rebooted, and different power sources for the tactiflex and ampere were tried with no resolution. The amplifier was replaced was the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensite x amplifier ((B)(6)) was received for evaluation. The intra-cardiac (ic) short test was performed and identified that channels 53, 55 (ablation 1 and 3), 63, 64 (pin 7 and 8 of port 5), were electrically open. Physical manipulation of the cable caused (54 and 56 also determined to be intermittent), which also isolates the symptom between the ablative port and the frontplane assembly. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to an electrical open within the ablative port to front plane assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.